Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was selected for an ablation to treat an atrial fibrillation (afib). During sheath insertion, the farawave catheter was placed into the sheath. Aspiration was begun and bubbles were present. Troubleshooting was performed, the catheter was taken out and it flushed normally, then it was checked where the sheath was located. The issue could not be fixed, and a faulty valve was reported. Sheath was replaced with a non-boston scientific sheath. Procedure was completed without patient complications. Product return is not expected as it was disposed.